Event description:
Nurse of the hospital reported to our sales rep that it was observed during a postoperative xray control that the retaining clip of the inlay has peeled away. A revision surgery was necessary which took place the next day.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding the locking wire disassembling from the insert involving an x3 triathlon cs insert #3 13mm was reported. The event was not confirmed. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as additional medical records, x-rays, and the reported device are needed to complete the investigation for determining the root cause.

Event description:
Nurse of the hospital reported to our sales rep that it was observed during a postoperative xray control that the retaining clip of the inlay has peeled away. A revision surgery was necessary which took place the next day.